Event description:
It was reported that the vns patient¿s mother believed the patient¿s device was no longer functioning. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that on (B)(6) 2015 the patient stated the magnet was not making a difference and he was no longer using it. The patient's device was unable to be interrogated, which the physician assessed that it was not functioning. The patient's seizure control was stated to be at the baseline.

Event description:
It was reported by the physician's office that the patient's generator could not be interrogated due to a depleted battery. No known surgical intervention has occurred to date.